Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). (B)(4) rev 13 risk analysis spreadsheet - eds 3 external drainage system hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified reference to capa005781. The affected product will be returned for evaluation.

Event description:
Nt821731c - the stopcock at the transducer broke. No harm to patient.